Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submita supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment of imaging studies. Suboptimal medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to the aortic neck angulation of greater than 60 degrees; and there might have been evidence of aortitis and small bowel adherence to the aortic on the day of the implant procedure. This patient's recent medical history might have contributed to this complaint due to resolving infections of the left forearm (cellulitis), gastroenteritis, and multi-resistant urinary tract infection, three weeks prior to the implant procedure. Three days post implant there might have been substantiated evidence of an aorto-enteric fistula 8.0cm from the superior margin of the aortic graft and/or an infected graft due to air within the sac. Other possibilities included vessel perforation during the implant procedure. There was evidence of a competitor's bridge stent mid aorta most likely placed at the implant procedure. Three weeks post implant, there was substantiated evidence of: aorto-enteric fistula; sepsis; infected aortic graft, explant and conversion. The patient underwent two subsequent procedures to correct the fistulas and to re-connect the small bowel. The preliminary discharge summary indicated that the patient was taking clear liquids and was planning to be discharged to a skilled nursing facility on anticoagulation and antibiotic therapy some date after the twelfth post-operative day. The final patient disposition could not be established. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is determined to be related to patient's pre-existing condition. The device use was incongruent with IFU. There is no evidence of any issues with the device.

Event description:
It was reported that 21 days post implant of a bifurcated and infrarenal aortic extension, the patient had an explant. Reportedly, on (B)(6) 2014 the patient was admitted for bowel obstruction. The physician realized the bowel obstruction involved the aorta. Therefore, he dissected the aorta and noticed it was an aortic-enteric fistula. Physician then chose to remove the infected graft and sewed a bypass. Patient was then transferred to ICU in stable condition.